Event description:
A crack in the vicinity of the tip of the 1000ul filter diti causes an air leak. With exception of the ability to aspirate liquids all functionality of the tip is okay. Liquid level detection is performed correct but no liquid is aspirated.